Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient noticed leaking in the pump chamber following a supply change. Upon removing the cartridge, insulin was observed on both the cartridge and inside the chamber, with no visible cracks or damage to the cartridge or connector. The patient was instructed to remove all components, clean the chamber, and retry using new supplies; however, leaking continued to occur near the connector when pressing and holding. Additional new supplies from different boxes were attempted, after which insulin drops were observed. Lot numbers were obtained for the supplies, and replacement boxes of infusion sets, cartridges, and connectors were arranged to be sent. The patient reported elevated blood glucose levels on the pump for approximately one hour but was unable to perform a fingerstick test at that time. No alerts were received, no backup therapy or ketone testing was performed, and no symptoms, assistance, or medical intervention were required. Follow-up contact confirmed that the patient¿s blood glucose levels later returned to range. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.